Manufacturer narrative:
Pump error alarm noted in the pump history and critical pump error (open book image) alarm during testing due to software error. Unable to verify pump error alarm due to critical pump error (open book image) alarm. Device was received with broken battery tube threads, cracked case along the side of the battery tube and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had open book image on the insulin pump screen and multiple pump error alarm. Customer¿s blood glucose level was 201 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.